Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were visually inspected for the presence of additive, all tubes were found to contain spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. Blood collection tubes are designed to draw the appropriate volume to ensure a proper blood to additive ratio, not having the correct blood to additive ratio can lead to clotting. Also, in tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd technical services provided troubleshooting with the customer. The customer stated that the phlebotomists should know that they need to invert the tubes, but they are uncertain if that this occurred.

Event description:
It was reported that clotting occurred with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "the chemistry supervisor states that there were 4 additional instances from different satellites, of the lihep tube where the tubes was centrifuged at the satellite facility, and found to be a solid mass when they reached her lab. She stated that the phlebotomists should know that they need to invert the tubes, but she is uncertain if that occurred. The tubes were shipped in racks in a case with ice packs to her facility. There were other lihep tubes that did not exhibit this problem in the rack."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter, "the chemistry supervisor states that there were 4 additional instances from different satellites, of the lihep tube where the tubes was centrifuged at the satellite facility, and found to be a solid mass when they reached her lab. She stated that the phlebotomists should know that they need to invert the tubes, but she is uncertain if that occurred. The tubes were shipped in racks in a case with ice packs to her facility. There were other lihep tubes that did not exhibit this problem in the rack."